Event description:
Level 1 infuser would not infuse blood into patient that had been involved in auto-pedestrian accident. Upon inspection by biomed, it was noted that the gauge was broken and tubing on back of gauge had broken off. Different infuser brought to unit to continue treatment. Patient had multiple rib fractures and scapular fracture, developed hemothorax requiring attempts at surgical decompression and repair, but patient expired in operating room.====================== health professional's impression======================blood could not be infused into patient- had to seek alternate device.